Event description:
It was reported to philips that the system was unable to start-up, stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the flex vision pc was no longer providing power to the hard disk bay. The customer took responsibility for repairing the system. To resolve the problem, the hospital's biomedical engineer installed a new flex vision pc, booted a fresh hdd, and downloaded the board software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.